Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date inratio inr laboratory inr (B)(6) 2014 1.6 3.0 therapeutic range: 2.0 - 3.0 the time between testing was thirty (30) minutes. Reportedly the patient shakes during the application of the sample. There was no reported adverse patient sequela. There was no additional information provided.